Event description:
It was reported that the nurse stated they are having flow rate issue in arctic sun device and unable to correct themselves and the process of moving the pads/probe to device when they called. First, they got an alert 45 (ac power lost) and alarm 05 (empty reservoir). They moved the device to wall power and emptied pads. They had enough water to start therapy, and they went ahead and started. The system diagnostics are system hours 5286, pump hours 4493, inlet pressure -7.3psi, circulation pump command (cpc) was 76 percentage, flow rate is 2.8lpm, the patient was 103kg. The pads are large with universal added to abdomen, normal rate are 0.25c, target temperature is 36c. Patient temperature is 38.5c. The user would send the first device to biomed for investigation, but this one seems to be running properly at this time. Sn (B)(6): flow sn (B)(6): power (plugged into wrong outlet) and air leak issues. Per follow up information received via email on 14jul2023, it was reported that the patient was a male between 20-30 years old. Therapy was completed with a different device. The patient's temp. Increased because the 1st device did not work. Patient was packed in ice until the 2nd device arrived. Mis did troubleshooting and advised the nurse to check the water pressure. At this time 2nd device was used. The device went to biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was device was not plugged into a hospital grade outlet. The device history record review for this reported issue was confirmed through other elements of the investigation not to be manufacturing related. The instructions for use were found adequate and state the following. Power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked hospital use or hospital grade. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they are having flow rate issue in arctic sun device and unable to correct themselves and the process of moving the pads/probe to device when they called. First they got an alert 45 (ac power lost) and alarm 05 (empty reservoir). They moved the device to wall power and emptied pads. They had enough water to start therapy and they went ahead and started. The system diagnostics are system hours 5286, pump hours 4493, inlet pressure -7.3psi, circulation pump command (cpc) was 76 percentage, flow rate is 2.8lpm, the patient was 103kg. The pads are large with universal added to abdomen, normo rate are 0.25c, target temperature is 36c. Patient temperature is 38.5c. The user would send the first device to biomed for investigation, but this one seems to be running properly at this time. It was stated that the device with serial number (B)(6) had flow problems and the device with serial number (B)(6) had power (plugged into the wrong outlet) and air leak issues. Per follow up information received via email on (B)(6) 2023, it was reported that the patient was a male between 20-30 years old. Therapy was completed with a different device. The patient's temp. Increased because the 1st device did not work. Patient was packed in ice until the 2nd device arrived. Mis did troubleshooting and advised the nurse to check the water pressure. At this time 2nd device was used. The device went to biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was device was not plugged into a hospital grade outlet. The device history record review for this reported issue was confirmed through other elements of the investigation not to be manufacturing related. The instructions for use were found adequate and state the following: "power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.